Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to treat a mildly calcified, 60% stenosed lesion in the mildly tortuous internal carotid artery, using the provided barewire, an attempt was made to retrieve the filter of a small 190 emboshield nav6 embolic protection system (eps). However, when advancing the emboshield nav6 retrieval catheter (rc) into the artery, prior to reaching the filter, the advancement did not feel smooth (felt unusual). The emboshield nav6 was withdrawn without difficulty, before reaching the filter. Upon withdrawal, the rc was noted to be kinked. Another emboshield nav6 eps rc was used successfully advanced over the same barewire and the filter was successfully retrieved. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was discarded by the site. The device was not returned for evaluation. The reported kink and irregular texture could not be confirmed as the reported device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, additional information received indicated that the original complaint device was not returned (it was discarded); however, the second nav6 embolic protection system (eps) used in the procedure was inadvertently returned. No additional information was provided.